Event description:
User received discrepant result for one patient for vancomycin. Initial result 56.6 ug/ml, repeat 12.3 ug/ml. Repeated on another analyzer gave 11.1 ug/ml and 11.0 ug/ml. Original result was not released. The patient was not treated based on the result. The field service representative was unable to determine a cause, but noted he checked the analyzer. The user stated she believed the cause to be a bubble in the pour over tubes being used. Performance tests were performed which were within specification.